Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: according to the information received, it was reported that during intraoperatively the truespan implant failed to deploy. Suture and anchors retrieved from knee joint and discarded. Surgeon required second implant to complete procedure. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed only the label of the device reported. The photo do not provide enough evidence to confirm the complaint. Therefore, this complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 7l11361, and no non-conformances were identified. Hands on analysis should provide the evidence necessary to confirm the root cause. Since no defect found in the photo, we cannot discern a root cause for the user to have experienced this issue. Further, a review into the mitek complaints system revealed one dissimilar complaint for this lot of (B)(4) devices that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the anchor device failed to deploy. Another like device was used to complete the procedure with a delay of two to three minutes. There were no adverse patient consequences reported. No additional information was provided.